Manufacturer narrative:
Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein. Caire is contacting vivisol to obtain more information about the incident, as well as to have the unit returned for an investigation. If any new information is discovered, a follow-up report will be submitted.

Event description:
On august 17, 2022, caire received a report from vivisol of the below incident: according to the information of her husband, a female patient passed away on (B)(6) 2022 while operating a stationary oxygen concentrator unit visionaire 5 (pn: as098-5, sn: (B)(4)). The patient received her new v5 unit in (B)(6) 2022. This was the first unit that vivisol at has supplied to her. In the course of the police investigation the device has been seized in evidence at the police station "(B)(6)" [a local police station in northeast (B)(6)].